Event description:
It was reported that during surgery, the unit was in need of repair as it was cutting the graft and did not work properly. There was no patient impact or delay reported. Another device was used to complete the procedure. Due diligence is in complete and no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the motor did not function. The motor, handpiece switch, and harness assembly plug were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.